Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump battery could not be charged. Customer¿s blood glucose level was 132 mg/dl. Ultimately, the pump successfully charged.